Manufacturer narrative:
During follow-up, the patient said she noticed no defects or malfunction with the t14 catheter, but was sensitive to the lubricant. She experienced irritation repeatedly and visited her doctor to be tested for uti's but found no infection. She uses the t14 catheter when she goes out, but a non-lubricated catheter when she is at home. After remaining at home for some time due to covid-19 rules, she discovered she had no irritation while using her other catheters. She uses no lubricant with them. Once she began using the t14 again when going out, she experienced the same irritation again, and acquired one uti while using the t14 catheter. The patient also provided another lot number,191220-1, but was unable to confirm the lot number of the unit that caused the uti and if it was from this lot.

Event description:
Intermittent catheter patient (user) said the pre-lubrication of the catheter is causing urinary tract infections (uti). During follow-up, the patient said she was prescribed an antibiotic, took the full course, but did not recover from the infection. She was given a second course of a different antibiotic, and recovered fully.